Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh750 hematology analyzer generated high mchc on xb averaging 34 to 35, which were 33 to 34 upon repeat on an alternate instrument. The erroneous results were not reported out of the laboratory. The specific results were not provided by the customer. There was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Sample collection and storage information was not provided. Qc information was not provided. Printouts and raw data are no longer available for investigation. Field service engineer (fse) visited the site and noted that calibration lot 4770 appeared to have increased hemoglobin (hgb) while decreased mcv causing the mchc problem. The fse adjusted the cal factors to minimize the mchc shift while keeping the scal adjustment to a minimum. The customer needed s-cal replacement to resolve issue. The fse informed customer to contact hotline for replacement product. The root cause of the erroneous mchc is the faulty calibrator that resulted in an increase in hgb and a decrease in the mcv. Note: the customer used s-cal (catalog number 624519) lot number 4770 for calibration.